Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the elevator would reportedly not lift when manipulated inside the patient. The procedure was aborted, as there was reportedly no spare device available.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding the report. The user facility reported the patient's colon was not tortuous. One of the users reported that the device was functioning properly outside the patient, but would not function properly once inserted into the patient. There was no adverse impact reported to the patient. The device referenced in this report was returned to olympus for evaluation. The evaluation found that the elevator raiser would not lift, and the elevator water channel was clogged. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.